Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that when flushing of the arterial line, the tip used for sampling came out of its notch. Blood refluxed from the patient's artery into this area (which is now exposed to air). Blood flowed out of the circuit through the notch. This was noticed as soon as the monitor signaled a drop in blood pressure. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. It was found that the septum housing cap had separated from the septum housing. It was suspected that the welding may have been missing with the cap, possibly causing the cap to detach from the septum housing. Which can be attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.